Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left anterior descending (lad). The lesion was slightly tortuous and slightly calcified. The % of stenosis before the procedure was unknown. After ivus was conducted; a 3.5 x 23mm cypher stent was inflated at the target lesion by direct stenting. While inflating the balloon, a pinhole rupture occurred at 12atm. Dissection also occurred at the proximal lad, and then no flow occurred because the soft plaque flew to the distal end. The patient developed ventricular tachycardia (vt). Therefore, the stent delivery system was removed from the patient and post-dilation was conducted with a maverick balloon. Inflation time and pressure was unknown. Because the dissection was under the stent, it was treated with balloon angioplasty.